Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a large volume infusor was leaking from an unspecified location. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One single-use device was received for evaluation with fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. When the device was removed from the bag, the device was noted to be wet. The device was hung to attempt to identify the source of the leak; however, the location of the leak was not observed. The bladder was emptied and inspected to attempt to identify any abnormalities that could have caused the issue. No signs of abnormality were observed on the bladder. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.